Event description:
--

Manufacturer narrative:
The patient was checked and the cause of the high impedance measurement could not be determined. The clinic will continue to monitor this issue for now.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The field representative and physician been notified. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--